Event description:
Pt on ventilator. When nurse doing assessment of pt, nurse discovred a glow of light in expiratory circuit. The glow immediately burst into flame. Instantly, the nurse disconnected the ventilator and bagged the pt with room air. At the same time, other staff members helped by extinguishing the fire, moved the pt out of the room, connected oxygen to the ambu bag. After the fire, user has been unable to determine which lot number the circuit came from. User has determined that the circuit was from one or two lots.